Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer experienced a blood glucose level of over 500 mg/dl; specific value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the adverse event however, the customer did not respond. Reportedly the customer continued to use pump for insulin therapy.